Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the newly implanted patient was not feeling any stimulation during the postoperative visit to turn the stimulation on. The x-ray result showed that the paddle lead was inserted upside down. The patient underwent a revision procedure wherein the paddle lead was flipped and resurrected. The patient was doing well post operatively. No device malfunction was suspected. No further information has been obtained despite good faith efforts.